Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported event has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as reported information indicated presence of calcification and tortuosity within patient's access vessels. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. Also, vessel tortuosity can induce stress to the sheath shaft causing it to bend and require a higher push force to navigate. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 valve via transfemoral approach, difficulties were encountered during insertion of the esheath+ due to severe kinking and calcifications in the common iliac artery. The push force required resulted in a vascular rupture, which was initially managed with ballooning and subsequently treated with two covered stents. Following this intervention, the valve was successfully implanted. The patient remained stable after the procedure. According to medical opinion, the root cause of the injury was the vessel's tortuosity, which necessitated excessive push force.

Manufacturer narrative:
The investigation is ongoing.